Manufacturer narrative:
Findings: pump received with intermittent act button response due to corroded keypad traces. Unit alarmed a33 during the priming process due to faulty fsr (gold). Unable to verify a21 error due to a33 alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.(B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 254 mg/dl. The customer's mother stated keypad is not responding. The customer's mother stated that she is not sure of any significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was unable to troubleshoot a21 alarm due to keypads not responding.